Event description:
The doctor noticed haptic was broken after the iol was inserted into the patient's eye. The incision was slightly enlarged to remove and replace the lens with one suture used to close.

Manufacturer narrative:
See MDR 1920664-2010-00050 for the intraocular lens used with this delivery device.